Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. A revision was performed and the lead was explanted. Additional information received indicated that the lead was damaged and inadvertently left a part of the ra lead. There were no additional adverse patient effects reported.